Event description:
A breast biopsy attempt was made using the intact breast lesion excision system (formerly the en-bloc system). After the incision was made, the first wand (probe) used resulted in a broken wire with a small sample, no calcs. Second wand removed a small sample, no calcs. The physician aborted case. As no specimen was retrieved, the physician rescheduled for a later date.

Manufacturer narrative:
Biopsy wands and tissue retrieved were evaluated at the client site by an intact medical clinical specialist. A broken wire and small samples with no calcs. Were confirmed. An incision was made and closed as a result of the attempted procedure.